Event description:
It was reported that there was an alert for the right ventricular lead having high pace/sense lead impedance. Upon interrogation, it could be seen that during the last few months there were multiple out of range impedance measurements for the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.